Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery (cfa) via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed the vessel size 5mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. On (B)(6) 2013, it was noted that the sealant "could have possibly been deployed intra-arterially". On (B)(6) 2013, the patient went to surgery for a cfa cut-down and endarterectomy which resulted in the surgeon finding the sealant outside of the cfa and severe pvd inside the vessel. A significant amount of pvd/plaque was removed from the cfa. The aci sales professional was present for the cfa cut-down surgery. The surgeon stated that he could not blame the mynx device for this situation. No further information is available.